Manufacturer narrative:
Eval summary: review of post operation x-rays provided do not indicate any abnormality of device implantation. There are also no operative notes available to study the implantation technique. Also pt demographics are unavailable to study the history. As the specific failure mode is unk with the available info, no further investigation is possible at this time. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain.